Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The keyboard was removed. The system was tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included in part of a retrospective summary report (rsr) request to FDA on apr 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.